Manufacturer narrative:
The investigation of this complaint could not be conducted in a timely fashion because additional time was required to perform further analysis of the issue.

Event description:
The premicath was to be pulled out and at first, it could be pulled out and after it was pulled out a bit, the catheter got stuck and finally, the catheter tore off. The day after, (B)(6) 2023, the rest was surgically removed. The catheter was placed on (B)(6) 2023 and was thus in the patient for about 5 days.

Event description:
The premicath was to be pulled out and at first, it could be pulled out and after it was pulled out a bit, the catheter got stuck and finally, the catheter tore off. The day after, (B)(6) 2023, the rest was surgically removed. The catheter was placed on (B)(6) 2023 and was thus in the patient for about 5 days.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
The premicath was to be pulled out and at first, it could be pulled out and after it was pulled out a bit, the catheter got stuck and finally, the catheter tore off. The day after, (B)(6) 2023, the rest was surgically removed. The catheter was placed on (B)(6) 2023 and was thus in the patient for about 5 days.

Manufacturer narrative:
This complaint is not confirmed (according to sop 002). We received a catheter tube with a length of approx. 20 cm as a sample with the tip mark to the middle of the last mark of the 20 cm. The length between the markings corresponded to the 1 cm intervals, the tube was not elongated here. Nevertheless, external radial cracks were visible in the catheter tubing in the 20 cm markings, indicating elongation of the catheter tubing at the very proximal end. The catheter tube was obviously torn proximally and shows the rough jagged surface typical of a tensile fracture. At approximately 0.5 mm from proximal, radial mechanical damage in the form of a constriction/tear is evident. This probably occurred during the surgical removal of the catheter. Furthermore, a strong fibrin formation is visible in the proximal area of the catheter tube. The catheter tube showed occlusions along its entire length. Fibrin formation after only 5 days indicates a reaction in the patient. This can occur in very rare cases and can have various causes: this can occur on very rare occasions and can have various reasons: allergic patient reaction to latex if latex gloves (even unpowdered ones) are worn during insertion. Allergic patient reaction to pur (on very rare occasions). Poor/unfavourable catheter placement, so that the intima is irritated by catheter movements. The presence of hospital bacteria (on the catheter tip). In case of recurrence (before decontamination of the sample) the catheter tip should be examined in the laboratory. Once the catheter is not required anymore or needs changing, it must be removed. The catheter should be removed by gentle traction close to the insertion site with a slow and steady motion. Caution: if difficulty is experienced when removing the catheter, do not apply excessive traction, and stop removal. Use ultrasound along the catheter pathway to analyse the reason for catheter removal blockage. A warm compress above the catheter pathway encourages vasodilation. A gentle vein mobilization at the skin surface may help. Retry removal at a later date if removal is still unsuccessful, follow your hospital protocol for difficult catheter removal. Check that the catheter has been completely removed by checking the presence of the large black distal tip in case the catheter was not trimmed. If the catheter was trimmed, check the length in the patient's file. Take care of the insertion site after catheter removal according to your hospital protocol. We took some photos. The batch documentation of the incorporated individual components and the finished article shows no anomalies that could have led to the described error. The batches were released. A leakage and flow test is carried out on each catheter. A tensile strength test and a check of the dimensions of the catheter components are carried out at random as an in-process test. Finally, there are two 100% completeness visual inspections and a sealed seam inspection after packaging. There is an incoming goods inspection for all components. Two different catheter tube batches were included in the finished article (assembly 6g35961013, ch.-no. 8141440, and 8162992). The tensile values of these batches were between 4.48 n and 5.41 n and thus correspond to iso 10555-1 (target 1.5 n). This is the first complaint about one of the possible batches. There are four other complaints within the last 3 years concerning a torn catheter tube for item no. 1261.307, the fragment of which had to be surgically removed. This query refers to all complaints we have received worldwide. This defect is already taken into account in the risk analysis. The probability of occurrence is acceptable. No further corrective action was initiated by quality management as there are no indications of a manufacturing fault.